Manufacturer narrative:
The customer¿s reported complaint of frayed power cords were confirmed on 20 returned power cords. The age of the received power cords were 4+ years. All 20 power cords have the outer sheath separated from the female connector. Inspection of the exposed sheath showed no evidence of adhesive (cyclohexanone). All 20 power cords passed the continuity and power cord functional testing. None of the internal wires were damaged or had their insulation compromised. All received power cords were manufactured prior to the release of the supplier corrective and preventative action request that was released in april of 2017. Potential causes for the sheath separating from the power cord have previously been identified as due to insufficient adhesive between the power cord receptacle, the power cord sheath or separation due to customer mishandling (pulling on cord instead of plug/connector to disconnect from power source). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that alaris pc unit power cords frayed. The frayed power cords were noted during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
It is confirmed that the file is not reportable after investigations. H3 other text : no product returned.

Event description:
It was reported that alaris pc unit power cords frayed. The frayed power cords were noted during preventative maintenance. There was no patient involvement.